Manufacturer narrative:
Approximately 78 cm of the catheter was returned. The catheter was patent but did not meet the requirements for leak testing due to one end of the catheter being split. It is unknown how or when the damage occurred. There was proteinaceous debris observed within the interior and exterior of the catheter. The catheter also met all of the requirements for the tensile strength and ultimate elongation tests. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components." A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device was implanted on (B)(6) 2006. According to the report, the implant's position was revised three times, once on (B)(6) 2012, once on (B)(6) 2014 and one on (B)(6) 2015. The report stated on (B)(6) 2015 the device was repositioned laparoscopically from the peritoneal space to along the liver via the falciform ligament. It was reported that on (B)(6) 2015 the device was explanted due to a fracture in the catheter. Reportedly, there was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.